Manufacturer narrative:
(B)(4). The device was manufactured april 16, 2015 ¿ april 17, 2015. The device was received for evaluation with approximately 40ml of fluid in its bladder. A functional flow test was performed by removing the luer cap from the device¿s distal luer. After the cap was removed, normal flow was observed from the device. A functional flow rate test was then performed by refilling the device, and the device¿s flow rate was found to be within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor would not allow flow of medication during infusion. The device was filled with 5fu and sodium chloride with a total fill volume of 252 ml. Approximately 100 ml remained when the infusion stopped. There was no patient injury or medical intervention associated with this event. No additional information is available.